Event description:
It was reported that the left ventricular (lv) lead had a potential fracture. It was noted that pacing through an analyzer was attempted. Pacing impedance was consistently high during testing. Subsequently the lv lead was surgically abandoned and a new lead was implanted successfully. There were no adverse patient effects reported.